Event description:
It was reported that the patient experienced a loss of stimulation and the spinal cord stimulation lead displayed high impedances on several contacts. The patient underwent a lead revision procedure where the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear fixation upn: m365sc43180. Model : sc-4318. Serial : n/I. Lot: unknown. Visual and x-ray inspection of the returned lead revealed that this lead was bent 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Inspection of the returned clik x anchor found one torn eyelet. However, it appears that excessive mechanical force was exerted onto the eyelet, causing it to rip due to user error. There was no reported complaint against the functionality of the clik xanchor. Based on all available information, engineers concluded that the loss of stimulation and high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patient experienced a loss of stimulation and the spinal cord stimulation lead displayed high impedances on several contacts. The patient underwent a lead revision procedure where the lead was replaced. The patient was doing well post-operatively,